Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. No additional information was provided. Further review of the manufacturer¿s database indicated the patient died approximately three months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.